Event description:
The manager, market development, trauma reported surgeon submitted a presentation, "nonunion" failure of a fracture to heal, failure of advancing healing for approval. It showcases ten patients, various collected cases on the topic of nonunions. Patient #9: a female patient experienced a left femur fracture and was implanted with an angled blade plate and screws on an unknown date. X-rays on (B)(6) 2004 showed an non-union and three (3) screws pulled out. Patient was returned to the operating room on an unknown date and the 3 screws were removed and surgeon used cerclage wire to hold the plate. Eventually the entire construct was removed, unknown date, and the patient was revised to a straight plate. It can not be verified if the product is synthes product. This is 2 of 5 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.